Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762, version: 2.0.0 h3) the manufacturer representative went to the site to test the navigation system. The navigation was accurate on all levels. No ha rdware parts were replaced.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there were screw misplaced. On (B)(6) 2024 the health care professional (hcp) planned to do a fixation from l5 to t11 using screws there was no medtronic manufacturer present in the operating room. The patient reference frame was placed on the iliac crest. The site stated that it was challenging for the hcp to place the pin on the iliac crest due to conflicts with the implants already placed on the iliac joint. The screws were correctly placed on l5 to l3 but the screws from l2 to t11 on the left side had been unfortunately placed in the canal. There were no 3d post op exams to show the right side screws but only 2d with screw and rods placed on both sides. Troubleshooting was performed and the system checkout was performed using a blue lumbar model and pointer, navigation was accurate on all levels. The probable cause of the reported event was the distance from the reference frame on the iliac c rest to the low thoracic area. The reference frame movement potentially due to bad insertion of the pin or unstable anatomy. There was longer than an hour delay to the case.

Manufacturer narrative:
H3) the software team reviewed the case. Two archives were provided, with imaging system exams; one of them was not optimal for the navigation system because of irregular slice spacing and missing slices, while the other one loaded with 192 slices. There was insufficient information to determine the root cause of the reported behavior. The software logs were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in log files or archives. The reported cause of the event could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was affected by not being able to walk right after the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.